Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2018 that the patient recently underwent surgical procedure for repair of multiple ventral incisional hernias via open approach with a 15 cm x 10 cm dual sided skirted parietex hernia mesh. No complications were reported during the (B)(6) 2018 surgery and the patient was discharged home after 48 hours post-op on (B)(6) 2018 with a jackson-pratt drain placed. The patient had the drain removed during follow up surgical follow up on (B)(6) 2018 and it was reported that over the next 48 hours, the patient had developed drainage from the drain site and was brought back to the surgeon's office for follow up, the patient was sent for CT scan and it was confirmed the patient had a "small bowel enterocutaneous fisctula" and was admitted to the hospital on (B)(6) 2018 with start of IV fluid hydration and antibiotics. The patient on (B)(6) 2018 was taken to surgery for exploratory laparotomy with removal of the hernia mesh and repair of the enterocutaneous fistula and insertion of wound vacuum dressing. The surgeon documented during surgery that carefully the fascia was opened above the hernia mesh and it was no bowel adherent to the lateral aspect of the hernia mesh. The surgeon also documented that the 15 cm x 10 cm prior to the mesh was removed and the small bowel enterocutaneous fistula was easily identified. The omentum was directly beneath the hernia mesh had been placed and there was a small bowel loop in the mid-portion of the hernia mesh where the small approximate 5-6 mm enterocutaneous fistula was visualized. No other complications were reported during surgery. On (B)(6) 2018 the patient was reported to have higher outputs from the fistula post-operatively in the hospital and the surgeon was concerned it would not close. The patient was transferred to a higher level of care hospital for potential surgical procedures of exploratory laparotomy with segmental small resection to correct the problem.